Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A DHR review was conducted which showed no anomalies during the manufacturing process of the device. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the kugel hernia mesh implanted in (B)(6) 2014. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. On (B)(6) 2014 - the patient underwent an additional surgery where a bard kugel mesh was implanted to repair the hernia defect and the previously placed ventralex mesh was removed. The attorney alleges the patient experienced pain, additional surgical procedure, explant and that the patient was severely and permanently injured.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A bard ventralex hernia patch was implanted to repair the hernia defect. 08/08/2014 - the patient underwent an additional surgery where a bard kugel mesh was implanted to repair the hernia defect and the previously placed ventralex mesh was removed. The attorney alleges the patient experienced pain, additional surgical procedure, explant and that the patient was severely and permanently injured. Addendum per medical records: (B)(6) 2014 - the patient was diagnosed with incarcerated incisional ventral hernia and was scheduled for laparoscopic converted into open repair using a ventralex hernia patch. Per the operative report details, ¿a large ventralex bard mesh (device #1), placed this in the intraabdominal side with the ptfe towards the bowel. The mesh was then tacked up the area of the defect.¿ (B)(6) 2014 - patient developed abdominal pain. 08-aug-2014 - the patient was diagnosed with recurrent incisional hernia and underwent excision of meshoma and mesh repair. As per op-notes, "the meshoma and scar tissue were excised away from the subcutaneous tissue. There was the defect where the mesh had pulled away in the right inferolateral region...it became apparent that the small bowel likewise was adherent to the mesh superiorly. Through use of delicate dissection, I went ahead and excised the mesh (#1) from around the fascial defect and excised the mesh from the small bowel... The rest of the mesh (#1) was then excised from the intraabdominal/abdominal wall. After excising the mesh, I placed a bard kugel patch (composix kugel hernia patch ¿ device #2) within the abdomen that had excellent coverage." (B)(6) 2014- the patient presented with abdominal pain. (B)(6) 2014 patient was diagnosed with abscess, periumbilical seroma and underwent aspiration. Attorney alleges that the patient experienced pain, recurrent hernia, adhesions, mesh migration, mesh shrinkage, meshoma, scar tissue, partially unincorporated mesh and mesh adhered to the small bowel.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A DHR review was conducted which showed no anomalies during the manufacturing process of the device. The information provided alleges the patient experienced hernia recurrence, recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. A second emdr file was created to address the kugel hernia mesh implanted in (B)(6) 2014. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date: this emdr represents the mesh ¿ ventralex (device #1). An additional emdr was submitted to represent the composix kugel (device #2). Based on the additional information received, there is no change to the initial determination, no conclusions can be made. As per the explant op-notes, it was identified that "the mesh had pulled away from the fascia", and the patient developed a hernia recurrence. The cause of the mesh pulling away from the fascia is unknown. The instructions-for-use supplied with the device lists adhesions, pain and hernia recurrence as possible complications. Corrected field: h4 (manufacturing date) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.